Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured november 11, 2015- november 12, 2015. The device was received for evaluation. Visual inspection noted grey particulate matter present in the vial. Using attenuated total reflectance fourier transform infrared spectroscopy, the particulate matter was determined to be fragments from the vial stopper. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vialmate adapter core the vials and leave rubber pieces in the fluid. The device was being used with zithromax and zosyn 20 mm vials. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4): the lot was manufactured november 11, 2015 ¿ november 12, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was used to mix saline bags with vials of azithromycin and cefazolin. There was no patient involvement. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.